Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09oct2018. The customer troubleshot with technical support. The customer replaced the battery and the issue was addressed.

Event description:
It was reported that the ventilator will no operate on battery power. No patient involvement. The event date was not specified; estimate used.